Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self test on (B)(6) 2010. The user was alerted to the problem by a flashing red led and an audible beep. Although no fault was found with the pad or pad-pak the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad-pak was considered to be typical of one being in use for almost two and a half years. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.